Event description:
Initial epidural catheter inserted without incident. When removing catheter, resistance was met and clinician tried various position changes while tugging on the catheter. Catheter broke and left small piece of wire poking out of the back. The wire was removed using sterile tweezers with no resistance. The insertion hole was explored for the plastic catheter which could not be found. A 2nd epidural catheter was inserted about 4-6 cm above the 1st. Patient had an uneventful delivery and removal of 2nd epidural. Patient was informed of incident and that the only way to remove the plastic catheter would be a surgical procedure. She opted for the 2nd epidural and to leave the catheter tip in place.